Event description:
I used renu with moistureloc contact lens saline solution prior to infection of left eye. I was diagnosed with acanthamoeba keratitis on 10/11/05. Began treatment for many types of infections prior to diagnosis. I am taking anti-fungal medication among bacquacil drop therapy, among other medications. I lost most of my vision in my left eye and will require a corneal transplant surgery to possibly regain my sight. My surgery will occur after I complete prolonged treatment of the infection.